Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated something weird was happening and they didn't think it was normal. Patient said they already called the doctor office and they said to call the manufacturer. Patient said they went in for a breast biopsy yesterday, and when they got up on the table and laid down, they started getting electric shocks in their left leg from the top of their thigh to their feet to their toes. Patient then said it kept running through like they were hooked up to some kind of electric shock and they changed positions and the shocks went away for a second, then came back again. Patient said it took 3 position changes before the shocks finally stopped. Patient said the issue didn't happen again until now. Patient was sitting in an office chair in their bedroom packing things and said they got the shocking thing going down and running down their leg again. Patient said they stood up but still felt the shocking and was just feeling it a little now during the call. Patient confirmed they were on the same group as yesterday and had not changed settings. Patient mentioned they were meeting with a rep on friday as they had been getting pain down their legs constantly. The patient was redirected to their healthcare provider to further address the issue and check the system. Agent reviewed if it got too much, patient could try turning stim off in the meantime to see if that helped. See (B)(4) regarding leg pain.

Event description:
Additional information was recieved from the patient. Patient called back and mentioned they saw their representative today and adjusted their stimulation. Patient didn't recall the representative's name. Patient told the representative about the stimulation vibrating or shocking down their leg and thought it had been straightened out but now the stimulation wasn't only going down their left leg, it was going down their right leg and was going up to their stomach. Patient mentioned it was pretty much non-stop when they would stand up or turn to the left. Agent redirected patient to their doctor to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.